Event description:
The patient had a reaction to acticoat absorbent. Acticoat absorbent dressing was placed onto a leg ulcer wound, on top of a non-adherent vaseline type dressing. Within 30 minutes the patient was in extreme pain, with a severe burning sensation. Dressing was removed immediately showing the wound to be bright red. Skin surrounding the area was also red with bumps.